Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# unknown serial# implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal of an unknown concentration at an unknown dose rate via an implantable infusion pump for glutaric aciduria. It was reported that the patient¿s pump came out due to wound dehiscence. The patient received pump implantation on april 11. Rather than the wound, the skin ruptured along the edge of the pump (half-circular). The skin gradually thinned, and the pump could be seen at once. Although the patient was skinny and bedridden with involuntary movements sometimes; this time the pump was placed on subfascial and there were absolutely no problems on the skin during the one-month hospitalization, so it is being considered that there was lots of friction and foreign object reaction after discharge. The patient's skin defect was large and admitting the patient also to the dermatology department was being planned. It was further reported that there were almost no signs of infection in the blood sampling (of course, the risk of secondary infection was high.) Currently, baclofen was gradually reduced and preparation for removal operation at the beginning of next week was to be done. The pump was going to be removed. The outcome of the event as of (B)(6) 2022 was not recovered. Regarding causal relationship of the event with suspected, it was indicated as being related. Causal relationship of the event to the catheter, pump, programming, or procedure was unknown. The date of the event was unknown. The patient¿s age and weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was also reported as skin erosion. It was reported the pump was exposed over the skin after two months from implant. The pump was removed on (B)(6) 2022 and the event was considered recovered as of (B)(6) 2022. A visitation was performed on (B)(6) 2022. The attending physician's comments indicated after the pump was implanted, the implant site turned a little red and it was thought it was okay because such things are common. However, the skin had become necrotic and there was a popping out feeling, so removal of the device was performed. The patient had been hospitalized.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's underlying disease was spastic paralysis due to a metabolic disease and dystonia. The adverse event was also reported as a skin ulcer formation and skin breakdown. On (B)(6) 2022, pigmentation on the skin (along the pump line) was observed. The skin appearance showed no signs of infection. It was also indicated the patient was admitted to the ICU on the date of pump removal. The patient was discharged to home on (B)(6) 2022. The outcome was "recovering" as of (B)(6) 2022. The event was considered causally related to the pump, and not causally related to the drug, catheter, programmer, or procedure. The physician's assessment indicated it was believed the skin ulcer formed due to the patient's body type (skinny type). The pump was placed under the fascia, so it did not seem to be a particular procedural problem.